Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported a clear leak under the act diff instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and was unable to locate or reproduce the leaking conditions. Fse noted that the fluid line may have been kinked. The customer has not reported any additional instances to date.